Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. After troubleshooting, the pump began charging when using the original charging supplies, and no further assistance was needed.